Event description:
It was reported that the competitor implantable cardiac defibrillator (ICD) did not defibrillate the patient and the physician wanted the medtronic device. The medtronic device did not defibrillate at 35j so the physician went back to the competitor device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.